Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted percutaneously into the right femoral artery in a 76-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes mellitus (dm) presenting in scai stage b shock prior to initiation of support. The impella was inserted for left ventricular support prior to protected percutaneous coronary intervention (ppci) to the left anterior descending (lad), left circumflex (lcx) artery, and right coronary artery (rca). While the patient was in the cardiac catheterization lab (ccl) during the case, arrhythmia was noted while repositioning the impella. There were persistent impella suction alarms due to low left ventricular end-diastolic pressure (lvedp) of 3 mmhg. Impella was removed following pci of the lad and lcx. After impella removal, pci was performed on the rca. Low pump flow was thought to be a result of a calcified/stenotic aortic valve (av). The post-procedure outcome was survived at explant. Arrhythmia is a known risk of the impella device and may be influenced by device-related and patient-related factors including mechanical interaction of the device within the heart, position related, or underlying myocardial disease such as, in this case, a calcified/stenotic av.

Manufacturer narrative:
Corrected information has been provided in d4 serial number. Corrected information has been provided in d9 the device was returned to manufacturer. Corrected information has been provided in h3 device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of pump flow issue (suction alarms) was most likely patient condition related due to low lvedp.

Event description:
The end user stated they mailed the pump back on (B)(6) 2026.

Manufacturer narrative:
B5 updated. Corrected data: d1 updated/corrected. The investigation is still ongoing.